Manufacturer narrative:
(B)(4).

Event description:
Testing was done on the lv lead at .5 per study requirement produced a high threshold greater than 3.5 which is also a study defined adverse event. Patient parameter is set at 1.0, with no lead integrity issue concerns. No action was taken and no adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.